Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message after loading a cartridge with insulin. Reportedly, the cartridge was filled with 130 units of insulin. There was no impact to the customer's blood glucose level. The customer to declined to reload the cartridge and will continue to use the current cartridge for continued insulin therapy. Recommendation was made to call tandem technical support when the customer goes through the next load sequence. The customer understood.